Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that in the last two weeks the patient was implanted with a bladder stimulator. The patient stated that her device wasn't working. It was clarified that twice it stopped working and the device wasn't cutting it up or down. The patient noted that she still felt the urge to go back and forth to the bathroom. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the device was not working and that the implant site was still tender and swollen. They further stated that they went to see their health care professional so that they can take it out and put it somewhere else; however, they have another appointment with their doctor on (B)(6) 2018 still to taking about taking the ins out and putting it on the other side. Patient also stated that their urgency has not been resolved. No further complications were noted or anticipated.